Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. During the procedure two other closure devices were deployed and fully recaptured after not meeting release criteria. There were no complications that were reported to have occurred during the procedure. The patient was doing fine. The next day a transthoracic echocardiogram was performed. The imaging showed that the closure device had embolized and was stuck on the mitral valve. The patient was brought to the lab to retrieve the device. Transesophageal echocardiogram imaging was performed and showed that the device had migrated further past the mitral valve and was by the left ventricle output tract. The physician decided to wait 24 hours to see if the device would migrate past the valve and to allow the xarelto the patient was taking to leave their system. The patient remained intubated and was transferred to the intensive care unit. Two days post procedure the patient underwent open heart surgery to remove the closure device. The device was successfully removed from the patient. During surgery the physician surgically closed the laa of the patient. The patient is doing well following these events with the plan to discharge them to rehabilitation.